Event description:
It was reported that the customer passed away on (B)(6) 2019. Cause of customer passing was diabetes, heart problems, a few different reasons contributed to death. Blood glucose was unknown at the time of the event. The insulin pump was returned for analysis. The case was reported on basis of failure analysis.

Manufacturer narrative:
(B)(4). The pump was received with the original battery cap. No battery cap cracked/damaged noted during visual inspection. The original battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08470 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 01-may-2019. However, insert battery alarm was recorded and found in the formatted history file on: 05/01/2019 08:16:54.000 05/01/2019 08:26:00.000 low battery alert was recorded and found in the formatted history file on: 05/01/2019 06:13:00.000 power loss alarm was recorded and found in the formatted history file on: 05/01/2019 08:27:35.000 05/01/2019 08:27:45.000 earliest power data available per the power management tool/detail trace file is on 26-sep-2019 at 9:35:00 am. There was no power data available for the event date of 01-may-2019. Unable to check power data for low battery alert and power loss alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 24-sep-2019 listed on smartsolve and the days prior to the event date. 09/15/2019 dailytotalofallinsulindelivered = 0 09/16/2019 dailytotalofallinsulindelivered = 0 09/17/2019 dailytotalofallinsulindelivered = 0 09/18/2019 dailytotalofallinsulindelivered = 0 09/19/2019 dailytotalofallinsulindelivered = 0 09/20/2019 dailytotalofallinsulindelivered = 0 09/21/2019 dailytotalofallinsulindelivered = 0 09/22/2019 dailytotalofallinsulindelivered = 0 09/23/2019 dailytotalofallinsulindelivered = 0 09/24/2019 dailytotalofallinsulindelivered = 0 a cracked retainer was confirmed. Battery cap cracked/damaged and blank display were not confirmed. The pump passed all the required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.